Event description:
It was reported that the patient sweats a lot in the summer months and the insulin infusion sets were not adhering to him. Recommendations were given to improve adhesion. The patient's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.